Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Product analysis identified a pinhole on the balloon material of the device. No other issues were noted with the returned device. The tip section of the device was visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. Visual and microscopic examination identified no issues with the blades as all blades were present and fully bonded to the balloon material. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and when positive pressure was applied, liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. Visual and microscopic examination found no issues with the markerbands of the device that could have contributed to the complaint event. Visual and tactile examination of the device identified no issues with the shaft of the device that could have contributed to the complaint event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 19-apr-2018. It was reported that the device was unable to cross the lesion. The target lesion was located in the severely tortuous and moderately calcified coronary artery. During procedure, a 10/3.00 flextome¿ cutting balloon¿ was advanced into the target lesion. However, the balloon was unable to pass the tight target lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed that there was a balloon pinhole.